Manufacturer narrative:
The catheter has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The child's neurologist had suspected that the catheter had a "micro lesion" due to the fact that the pt had not had good therapeutic effect from the pump. The catheter was replaced. There was no pt injury. The pt status after replacement was reported as "ok". The pump was used to deliver lioresal for the treatment of spasticity.